Manufacturer narrative:
Concomitant medical product: product ID: 229047, analyzer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise present on the atrial electrograms of the analyzer screen and that the programmer power shut down in the middle of a session. It was noted that recently it had been able to pace using cables in conjunction with the analyzer but only on the ventricular channel, the atrial channel had all noise. New cables were tried and the issue persisted. It was also reported that when disposable cables were used when attempting his bundle pacing there was also noise present, and that for this type of case they were slaving off of the hospital's electrophysiological (ep)system. The hospital replaced the power strip that the programmer was being plugged into as a troubleshooting measure however it did not resolve the issue. A biomedical engineer investigated and was not able to identify a possible source within the rooms. It was also noted that this is a recent problem, ongoing for only about a month. The cables were not returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of noise present, unable to pace off the atrial channel, the atrial negative continuity tested open though it was noted that there was no visual evidence as to where the open connection was on the cable. It was additionally noted that the red positive boots were discolored and that all other continuity tests were ok and no intermittent or shorted connections were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the analyzer cables were returned to service.